Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported there is insulin in the cartridge compartment. Caller alleges something is broken inside the pump. Caller stated patient has experienced elevated blood glucose levels; exact readings were not provided. No adverse event reported. Requested return of the alleged device for evaluation.